Manufacturer narrative:
There was no reported patient impact associated with this complaint. The pump was returned to animas for evaluation. Evaluation revealed a misaligned display screen and dislodged force sensor pins. Evaluation also revealed that the force sensor assembly was damaged and the force sensor resistance reading was out of calibration.

Event description:
Evaluation revealed a misaligned display screen and dislodged force sensor pins. Evaluation also revealed that the force sensor assembly was damaged, and the force sensor resistance reading was out of calibration.